Event description:
The complainant reported the physician was performing a therapeutic ercp procedure on a pt. During the event the floppy tip of the guidewire broke off into the pt's pancreatic duct. At the end of the procedure the device tip was still in the pt's pancreatic duct, located upstream from the stricture that was bridged by a snuggly fitting stent. The physician indicated that it was not feasible that the tip would spontaneously pass. When the guidewire was removed and the tip broke off, a very fine wire (approximately 10mm in diameter) remained attached to the displaced tip and continued up into the endoscope. The physician reported that he very delicately attempted to remove the tip of the device by grasping the fine wire with forceps in the duodenum and retracting it, but the fine wire broke. A tangled mess of this fine wire was successfully removed from the endoscope. The physician reported that he was not aware of any adverse affect to the pt. The pt was to return in a few weeks for replacement of the pancreatic stent, and the physician planned on removing the wire at that time.